Event description:
The customer alleges she cut her ankle on the anti-tip bolts. The injury required hospitalization due to infection and cellulites.

Manufacturer narrative:
Conclusions - a visual examination of an identical model showed the anti-tip bolts to be unfinished. An engineering change added acorn nuts to the anti-tip assembly to prevent exposure of the bolt ends and remove the potential for injury. The change was made per pride engineering change order number (B) (4).